Event description:
It was reported that the patient had presented to the hospital for radiation treatment and it was noted that the lead exhibited loss of capture and intermittent loss of sensing. The patient was asymptomatic and the device was reprogrammed. On (B)(6) 2012 the patient presented for a follow up and loss of capture continued and sensing resumed back to normal. The patient was seen on (B)(6) 2012 and no changes were noted. On (B)(6) 2013 the lead continued to exhibit a sensing anomaly, no capture test was performed. The patient was seen on (B)(6) 2013 and the patient was doing well, no programming changes were done. The patient would continue to be monitored.

Manufacturer narrative:
.